Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error alarm. The customer¿s blood glucose was 93 mg/dl at the time of incident. Customer stated that the insulin pump had a critical pump error alarm displayed on the screen. He customer also reported that the insulin pump had a pump error alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump will return for analysis.

Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm .problem isolated to force sensor. Unable to confirm a broken force sensor was detected during seating or regular delivery alarm due to critical pump error alarm.